Manufacturer narrative:
H3, h6: the device, which was not used in a procedure, was returned for evaluation. The evaluation was performed by the supplier and could confirm the customer complaint for the videoarthroscope has a blurry picture. A visual inspection was performed and showed the scope to have distal tip damage and broken lenses. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found related failures. Factors that are known to contribute to the alleged fault/failure may include mishandling during shipping, use or reuse of the device, contact with another source, or wear and tear over time. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that the videoarthroscope had a blurry picture. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.